Event description:
Olympus was informed that at the end of a tumor resection procedure, as the resection equipment was being removed from the patient, the physician saw a bubble, and heard a pop noise that seem to fire from the loop electrode. At that point the physician saw blood and a perforation of the bladder. The patient was taken for an open surgery procedure to repair the perforation. No further information is available at this time.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experienced could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.